Manufacturer narrative:
H2) device evaluation: d3 manufacturing plant address, city, and zip code updated. D9 date returned to manufacturer: 12/12/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The customer reported issue was able to be replicated through functional testing. The cause of the customer reported problem was the downstream occlusion (dso) sensor was stuck. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device gave a cassette not attached error. There was no patient involvement.